Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. The system operates as intended.

Event description:
The customer reported that the system displayed a charger failed error message that prevented the system from booting up. There is no report of pt injury or death.